Event description:
It was reported that the patient was found unresponsive, and nst (non-sustained tachycardia) episodes with irregular ventricular rhythm and great variation in morphology were noted, along with no atrial activity. Multiple follow-up attempts were made to acquire additional information, with no success to date. The patient was left intubated, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.